Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for stopper damaged/deformed and plunger loose due to unknown lot number.

Event description:
It was reported that bd ultra-fine¿ insulin syringe stopper was deformed and the plunger was loose. This was discovered during use. The following information was provided by the initial reporter: the stopper was deformed and the plunger was very loose.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe stopper was deformed and the plunger was loose. This was discovered during use. The following information was provided by the initial reporter: the stopper was deformed and the plunger was very loose.